Manufacturer narrative:
Follow-up # 1 ¿ (07/09/2014).the patient¿s meter has been returned on 6/24/2014 and evaluated by lifescan product analysis on 6/26/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/reporter contacted lifescan to report the onetouch verio iq meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014, the patient obtained an unspecified error message on the reported meter; the patient was unable to provide the specific error message that occurred. The patient was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. The patient manages his diabetes with lantus insulin 22.0 units daily, and humalog insulin with meals on a sliding scale. The patient experienced no symptoms of high or low blood glucose levels. On (B)(6) 2014, the patient went to the emergency room, where his blood glucose level was tested to be 69 mg/dl, 185 mg/dl and 204 mg/dl. The patient was treated intravenously with glucose and also with food. The issue was not resolved. The meter and test strips were replaced. The patient allegedly received emergency medical attention and treatment with glucose after he was unable to test his blood glucose level due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.